Event description:
Health care professional reported right side rupture . The device has been explanted

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture . The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, white particles in the shell and creases flat. No other observation observed. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.